Event description:
It was reported that the patients Implantable Pulse Generator (IPG) would not respond to charging and would not turn on. The battery reading on the remote control still shows three bars, however, it would not connect to the IPG. Despite multiple educational meetings with Boston Scientific representatives, patient was unable to successfully charge the rechargeable battery. The patient underwent IPG replacement procedure with a non-rechargeable battery. The patient was doing well postoperatively.

Manufacturer narrative:
Block B3: Exact date unknown, event occurred two months ago from the appointment date of (b)(6) 2026.Investigation Results:The device was not returned for analysis; therefore, a technical analysis could not be performed. Device History Record:It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.Investigation Conclusion:Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Cause Not Established.

Manufacturer narrative:
BLOCK B3: EXACT DATE UNKNOWN, EVENT OCCURRED TWO MONTHS AGO FROM THE APPOINTMENT DATE OF (B)(6) 2026.

Event description:
IT WAS REPORTED THAT THE PATIENTS IMPLANTABLE PULSE GENERATOR (IPG) WOULD NOT RESPOND TO CHARGING AND WOULD NOT TURN ON. THE BATTERY READING ON THE REMOTE CONTROL STILL SHOWS THREE BARS, HOWEVER, IT WOULD NOT CONNECT TO THE IPG. DESPITE MULTIPLE EDUCATIONAL MEETINGS WITH BOSTON SCIENTIFIC REPRESENTATIVES, PATIENT WAS UNABLE TO SUCCESSFULLY CHARGE THE RECHARGEABLE BATTERY. THE PATIENT UNDERWENT IPG REPLACEMENT PROCEDURE WITH A NON-RECHARGEABLE BATTERY. THE PATIENT WAS DOING WELL POSTOPERATIVELY.